Event description:
It was reported that the event occurred in the cardio cath lab while following the instructions for use (IFU) for product prep. The md vacuumed the intra-aortic balloon (iab) properly inside the tray and inserted the iab through the teflon sheath via left femoral artery. As the md attempted to advance the iab to the right position, it became kinked in the teflon sheath. As a result, the iab and teflon sheath were removed as one unit. A new iab kit was prepped and the md inserted the iab through the teflon sheath via the same insertion site (left femoral artery) with no issues. There was no excessive bleeding during the procedure. No report of pt death, complications or injury. No medical/surgical intervention was required. There was no delay or interruption noted while retrieving and prepping a new iab with no harm to the pt. The pt outcome is no harmful outcome to the pt.

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.